Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector could not be primed with saline due to blockage in the lumen. The following information was provided by the initial reporter: "I have received an additional extension set with a different lot number experiencing this same issue... 2. Please clarify whether the reported same issue is referring to ¿¿visible blockage in the lumen and it cannot be primed with saline¿¿. Yes, same issue... 5. Was there any patient involvement? What is the patient outcome? Is there any adverse events/serious injuries? Unable to utilize the item, no patient involvement... 7. What type of procedure is being performed? IV start. 8. What medication was used? Normal saline flush. 9. Was there a delay of, or change in, the course of treatment due to the event? Not to my knowledge".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-may-2023. H6: investigation summary: one sample (model #mp5301-c, lot #22119383) was returned by the customer. It was reported by customer that an additional extension set with a different lot number is experiencing this same issue with blockage in the lumen. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed with water. The set was unable to be flushed. The sample was further examined under magnification where an occlusion can be observed in the tubing near the top connector. The customer complaint can be verified. A device history record review for model mp5301-c lot number 22119383 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector could not be primed with saline due to blockage in the lumen. The following information was provided by the initial reporter: "I have received an additional extension set with a different lot number experiencing this same issue. Please clarify whether the reported same issue is referring to ¿¿visible blockage in the lumen and it cannot be primed with saline¿¿. Yes, same issue. Was there any patient involvement? What is the patient outcome? Is there any adverse events/serious injuries? Unable to utilize the item, no patient involvement. What type of procedure is being performed? IV start. What medication was used? Normal saline flush. Was there a delay of, or change in, the course of treatment due to the event? Not to my knowledge".